Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of noise on the atrial lead, resulting in inappropriate atrial tachy response (atr) episodes. Additionally, the patient experienced dizziness and a syncope episode. No additional adverse patient effects were reported. This device system remains in service.